Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein side with a 5f non-bsc introducer sheath. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified unspecified vessel of the left forearm. A 0.035 radifocus guide wire was advanced to the lesion. A 6.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. During first inflation, it was noted that the lesion did not dilate after being inflated at nominal pressure. It was noted that the balloon ruptured at 24 atmospheres after being inflated for 10 seconds. The device was removed intact. The procedure was completed with a 6mmx20mmx5.3mmx40cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was identified 13mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein side with a 5f non-bsc introducer sheath. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified unspecified vessel of the left forearm. A 0.035 radifocus guide wire was advanced to the lesion. A 6.0 x 40, 40cm mustang¿ balloon catheter was selected to dilate the lesion. During first inflation, it was noted that the lesion did not dilate after being inflated at nominal pressure. It was noted that the balloon ruptured at 24 atmospheres after being inflated for 10 seconds. The device was removed intact. The procedure was completed with a 6mmx20mmx5.3mmx40cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).